Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a sensor was inserted in operative room with no problems. A few hours after insertion the cerelink monitor was displaying icp as -50, and error message: 'sensor or extension cable failure'. Despite disconnecting cables several times and turning the monitor off. Codman monitor would not display icp reading.

Event description:
N/a.

Manufacturer narrative:
The cerelink monitor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.